Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The case of this complaint it is possible that the main coil encountered friction while advancing through microcatheter due to intermittent flush maintained during the procedure, as reported that thrombus was present on the detachment zone of coil which can happen as a result to lack of continuous flush, leading to the as reported events of friction and thrombosis. Based on the investigation results and available information an assignable cause of anticipated procedural complication will be assigned to the patient thrombosis. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. However, contrary to this - the additional information states that continuous flush was not maintained during the procedure which is against the dfu for this product.

Event description:
It was reported that during the coil embolization procedure, the coil was once inserted and recoiling several times, but coil was not placed in the right position. So, it was removed and attempted to reinsert but there was a resistance. Once the coil was removed and checked, there was thrombus adhered. The product was exchanged with the same product and procedure completed without problems.no clinical consequences were reported to the patient due to the event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil was once inserted and recoiling several times, but coil was not placed in the right position. So, it was removed and attempted to reinsert but there was a resistance. Once the coil was removed and checked, there was thrombus adhered. The product was exchanged with the same product and procedure completed without problems. No clinical consequences were reported to the patient due to the event.